Event description:
It was reported that the pump was overheating. There was no reported impact to the customer¿s blood glucose level. The customer declined any follow-up, and no further information could be obtained regarding the outcome of the event.